Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The needle was examined and there are severe marks on the all body and edge of the needle caused by handling the needle with surgical devices. The suture piece ends of the suture were cut likely by use of surgical instrument. In addition the sample was tested by tensile strength. The process of degradation has begun due to the exposure to the environment, since the suture is absorbable and the time of exposure that has the suture in the environment could not be determined.